Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the large suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the large suturecut needle driver instrument cable snapped while the surgeon was cutting suture. The customer reported that no fragments fell. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue did not result in a fragment falling in the patient nor any patient harm. The customer was unable to find any issues with the instrument articulation as they pulled the instrument right away when the issue was noticed. The customer stated that they only observed one cable protruding from the instrument tip.

Manufacturer narrative:
The large suturecut needle driver instrument was further evaluated and it was observed that the broken cable strands appeared to be frayed and that the location of the cable break at the distal idler pulleys aligned with when the grips were in the maximum yaw position. The location of the break suggested that the cable initially experienced some kind of damage while at the maximum yaw position that over time and use, resulted in the cable fraying and then breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a fully broken grip cable. No pitch cable damage confirmed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.